Event description:
Reportedly, during the implantation procedure, the vf induction button (of the programmer) became ineffective once the induction process had commenced and the vf induction could not be canceled. Additionally, the programmer did not display the device charging status during the 30hz vf induction. Despite being unable to gauge the status of the device an appropriate shock was subsequently delivered and sinus rhythm was restored. An explantation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.